Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after receiving an unk error code when wiping the device, the blade tip broke off. No pt consequence reported.